Manufacturer narrative:
The product was not returned for investigation. No information was provided in the complaint case that would point to a cause for the result discrepancy. The investigation determined that there was no product issue.

Manufacturer narrative:
The accu-chek inform ii meter + rf serial numbers are (B)(6). The customer stated that controls were ran within 24 hours of the event and passed. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The test strips were requested for investigation.

Event description:
There was an allegation of questionable low glucose results using the accu-chek inform ii test strips from two accu-chek inform ii meters + rf for one patient. The result at 12:16 p.m. From meter a was 43 mg/dl. The result at 12:20 p.m. From meter b was 51 mg/dl. A laboratory result at 12:34 p.m. Was 88 mg/dl. The result at 2:19 p.m. From meter a was 45 mg/dl. The result at 2:21 p.m. From meter b was 68 mg/dl. The result at 2:34 p.m. From meter b was 52 mg/dl. The result at 2:53 p.m. From meter b was 82 mg/dl. The result at 3:09 p.m. From meter b was 103 mg/dl. The low glucose results were questioned as the patient was not symptomatic. The customer stated that they waited for the lab results, which were normal. No treatment was received, and the patient returned home.